Event description:
The physician was using a resolute integrity rapid exchange (rx) drug eluting stent for treatment of lesion in the circumflex. The device failed to cross the lesion. On removal it was noted that the stent struts were damaged. There was no clinical patient injury and no clinical sequelae reported.

Manufacturer narrative:
(B)(4): evaluation results - root cause undetermined (limited information provided/ device not received). Inherent risk of procedure (failure to cross lesion/stent deformation). (Device not received for evaluation).